Manufacturer narrative:
Event summary: a representative of (B)(6) hospital reported on (B)(6) 2023 that there was an incident with a ncircle tipless stone extractor (rpn: ntse-015115, lot number: 15246638). As reported, the wire was bent at the handle prior to a transurethral lithotomy (tul) procedure. The procedure was completed with another same device with an unknown lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation / evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ncircle tipless stone extractor was returned to cook for evaluation in open packaging labelled with lot: 15246638. The inner cannulated handle is protruding from outer handle assembly. The cannulated handle bent 2cm, 4.7cm, and 6.4cm from distal tip, the hand cap and collett are tight. There appears to be adhesive dried in the inside of basket sheath/support sheath which is holding basket assembly in place. It¿s possible the user tried to actuate the basket before use on the patient and as it was frozen the cannulated handle buckled. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Due to the individual nature assembling the basket sheaths during manufacturing, one nonconformance does not indicate additional nonconformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause of the complaint is likely manufacturing. The personnel who assembled the basket sheath were made aware of the complaint using a defect awareness form. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the wire was bent at the handle on the 'ncircle tipless stone extractor' prior to a transurethral lithotomy (tul) procedure. The procedure was completed with another same device with an unknown lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.